Manufacturer narrative:
(B)(4). The hot axios delivery system was received for analysis; the stent was not returned. The delivery system was returned in position "2". Visual examination of the returned device found the inner sheath was kinked. No other issues were not to the delivery system. The investigation concluded that the observed failure of inner sheath kinked was most likely due to procedural factors encountered. It is likely the inner sheath kinked during attempted deployment or when removing the delivery system. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) / product label. The complainant reported that the axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure, which is not indicated in the IFU. The IFU states, "axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. However, the reported event of stent partially deployed was not confirmed as the stent was not returned. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6) 2021. During the procedure, the proximal flange failed to deploy and the stent was removed partially deployed on the delivery system. The procedure was completed using a different sized axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: it was reported that the axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed transgastric to the stomach.